Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in intraoral region #12, it was verified its nonosseointegration. The patient presented insufficient bone quality/quantity and no further information was provided.